Manufacturer narrative:
Additional information received on the product serial number. The following fields have been updated accordingly. Section d: additional device information serial number: (B)(6) catalog number: dcb0000250 expiration date: nov 8, 2023 UDI: (B)(4) section h4: device manufacturer date: nov 8, 2020 device evaluation: product evaluation could not be performed since, at the time of this investigation, the product had not been received, as it remains implanted. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed one additional complaint has been received for this production order number, but it has been voided and is not related to this complaint. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: return to manufacturer: 6/16/2021 section h3: device evaluated by manufacturer: yes device evaluation: complaint product was received. It was returned in a plastic bag, only the device was received. Upon evaluation all the components were correctly engaged. No assembly error and/or defect related to manufacturing process was identified. The plunger was in advanced position. Trace of lubricating material can be observed in the cartridge, and the cartridge tip was damaged/deformed. No lens was returned for evaluation as it remains implanted. The reported issue is verified; however, due to the condition of the sample returned it is not possible to determine that the reported issue is related to the manufacturing process, and product quality deficiency could not be determined. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient identifier, weight, ethnicity¿ unknown, not provided. Device information: serial number: unknown, not provided. Unique identifier (UDI) number: unknown, the serial number was not provided. Expiration date: unknown, the serial number was not provided. Explant date: if explanted; give date: n/a (not applicable) - lens remains implanted. Device manufacturer date: unknown as the serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip of the tecnis simplicity preloaded intraocular lens (iol) device cracked upon lens insertion. The lens was implanted safely without harm to the patient. The lens remains implanted and there was no patient injury. No additional information provided.